Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to their health care facility and a request for device interrogation was made. Upon interrogation code 1004 was observed which is indicative for low shock impedances when a shock was being delivered. Additionally, the patient had been in ventricular tachycardia (vt) for approximately three hours. It was noted that the device was programmed to receive shock therapy only once the device reached their programmed ventricular fibrillation (vf) zone. Upon further review, the patient appropriately received shock therapy once the device reached the programmed vf zone, which then slowed the ventricular rate down to the patients ventricular tachycardia (vt) zone which is a programmed monitor only zone, therefore no additional therapy was provided. Subsequently, the patient was admitted to the hospital. This ICD and the right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to their health care facility and a request for device interrogation was made. Upon interrogation code 1004 was observed which is indicative for low shock impedances when a shock was being delivered. Additionally, the patient had been in ventricular tachycardia (vt) for approximately three hours. It was noted that the device was programmed to receive shock therapy only once the device reached their programmed ventricular fibrillation (vf) zone. Upon further review, the patient appropriately received shock therapy once the device reached the programmed vf zone, which then slowed the ventricular rate down to the patients ventricular tachycardia (vt) zone which is a programmed monitor only zone, therefore no additional therapy was provided. Subsequently, the patient was admitted to the hospital. This ICD and the right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. Review of device memory found shorted lead error code 1004. X ray was performed and showed damaged plasma fuse. Blown fuse is likely due to the pg device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device.